Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A boston scientific crm technical services (ts) consultant recommended having the device interrogated by a physician, so that the source for the beeping tones could be determined. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information provided alleging premature battery depletion with increased charge times.